Event description:
Mechanical complication of right total hip arthroplasty s/p metal on metal implant in 2003 with pt complaining of buttock pain and tinnitus. Ref MFR# 1818910-2016-22921, 22925, 22928.